Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece model lens and the haptic broke when ejected from the injector/cartridge. The reporter stated it was unknown if there was any patient contact. The reporter stated the lens was discarded.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Device evaluated by manufacturer? No: lens was discarded by the facility. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).